Manufacturer narrative:
A product investigation was completed: (B)(4). The balance of the returned devices is all in condition consistent with insertion and explantation. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. There were no issues found with the returned devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of postoperative non-union is unknown. (B)(4). (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure on (B)(6) 2015 to treat a mandible angle fracture. The patient was returned to the operating room on (B)(6) 2016 to have the originally implanted hardware, consisting of a plate and screws, removed. Although all of the hardware was intact and in position, the patient reportedly grinded his teeth, which caused micro-movements at fracture site and resulted in a non-union. The surgeon revised the patient with a new reconstruction plate. This report is 3 of 5 for (B)(4).